Event description:
The trauma sales rep reported that when checking a consignment kit at the (B)(6) hospital, he noticed that the ball spike was separated from the bone forceps.

Manufacturer narrative:
Evaluation summary: the reported event of the broken ballspitz for bone holding forceps self-centering ballspike size 1 speed lock could be confirmed. Based on the investigation, the root cause could not be identified. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If any additional information is provided, the investigation will be reassessed.

Event description:
The trauma sales rep reported that when checking a consignment kit at the libramont hospital, he noticed that the ball spike was separated from the bone forceps.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.